Event description:
Clinic notes were received indicating that on (B)(6) 2017 the patient¿s vns was tested and for unknown reasons is not operating. Notes from (B)(6) 2017 for the patient¿s first visit to the physician provide the patient has been having more episodes of epilepsy in the last few months, about 2 to 3 episodes described as losing consciousness. The vns may not be working according to the patient. When he feels a seizure coming he activates the vns with a magnet which resolves or stops the seizure partially. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Generator replacement surgery occurred and the explanted device was received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned generator 09/22/2017. The device was at end-of-service condition based upon voltage measurement. The electrical test results show that the printed circuit board assembly performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.